Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in ireland requested a routine service for iw932 cosycot infant warmer. Upon device assessment it was discovered that the power fail alarm did not function. There was no reported patient involvement.

Manufacturer narrative:
(B)(4) method: the complaint (B)(4) cosycot infant warmer head was returned to our fisher & paykel healthcare regional office in the UK for a routine service where it was inspected by a trained technician. The unit was performance tested, repaired, and returned to the customer. Results: performance testing of the returned device revealed that the power fail alarm did not function. Conclusion: we are unable to determine the cause of the reported event. However, the most likely cause of the reported event could be the failure of the pcb board. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.

Event description:
A healthcare facility in ireland requested a routine service for iw932 cosycot infant warmer. Upon device assessment it was discovered that the power fail alarm did not function. There was no reported patient involvement.